Manufacturer narrative:
The customer¿s report of disconnect during power injector use was confirmed. Visual inspection of the set noted no holes or tears on the tubing and no cracks, crazing or breaks on the components of the sets. There were no other anomalies observed. The root cause of the spin off during priming was not fully identified. However, when the device was swabbed with 70% isopropyl alcohol and allowed to dry before connecting, there was no spin off. It was not specified whether or not the customer used the same procedure. The root cause of the catheter disconnecting during power injector use is most likely the use of a less than optimal mating device.

Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported spontaneous disconnection of mp5310 from peripheral IV access device with leakage of contrast during pressure injection. No specific event details are available and there is no report of patient harm